Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was no rpm displayed. A rotablator console was selected for use. During preparation, it was observed that the console display did not function while a rotaburr was rotating. Furthermore, it was noted that the foot pedal had a leak. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.,eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The unit was returned in good conditions. Both the rotablator console with serial number (B)(4) and the foot-pedal serial number (B)(4) meet specifications for cis rotablator functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that there was no rpm displayed. A rotablator console was selected for use. During preparation, it was observed that the console display did not function while a rotaburr was rotating. Furthermore, it was noted that the foot pedal had a leak. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.